Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no video image. The event timing was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The inspection findings are as follows: fluid invasion in pve connector; model plate severe discoloration; failed wet leak test; pve electrical pin corroded; ccd circuit board corrosion; up angulation decreased; up/ down angulation knob play; failed dry leak test; leak at insertion tube underneath the root brace; air/ water nozzle glue missing; water nozzle clogged; suction tube resistance; body root brace chemical damage; pve electrical connector frame mild corrosion; serial plate mild discoloration; insertion tube attaching nut loose; staycoil holder bracket loose; image blackout when connected to epk-I; customer complaint confirmed; right angulation decreased left angulation decreased; right /left angulation knob play; down angulation decreased; shield cover corroded; umbilical cable, mild crush. The device is in the process of being repaired and will be returned to the user upon completion. Repairs to be performed/parts replaced: o-rings and seals; root brace rubber lg body; pcb for ccd drive pb-free; electrical connector assy; brand plate ec38i10l; bending rubber. A review of the service history indicates the device was routinely serviced at a pentax facility. On 13-oct-2021, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 04mar2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. No other information provided with this complaint.